Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device returned with its original opened packaging. The closure strip was present and it was opened. Some damages (crease/bend) were identified on the outer packaging. The original pouch was not received. The coil and a non-boston scientific catheter were returned for this complaint. The coil was found exiting the non-boston scientific catheter. The coil was inspected and it was kinked and stretched. The zap tip was detached and it was not returned. No damages were found. Functional inspection was performed and it was possible to remove the main coil from the non-boston scientific catheter. No resistance was noted. Microscopic inspection of the main coil was performed and revealed that the zap tip was detached and it was not returned. The interlocking arm was inspected and no anomalies was noted. Dimensional inspection of the primary coil outer diameter (od) was performed and was within specifications. However, dimensional inspection of the number of the number of fiber bundles revealed missing fiber bundles and does not meet specification. The number of fiber bundles fail due to the coil condition. No other issues were identified during the product analysis.

Event description:
It was reported that the package was contaminated. A 14mmx50cm interlock coil was selected for use on the liver. During preparation, it was noted that the package was contaminated. Both the package seal and the sterility of the device were compromised. The device did not enter the patient's body and the procedure was completed with a different device. No complications were reported and the patient was stable post procedure.

Event description:
It was reported that the package was contaminated. A 14mmx50cm interlock coil was selected for use on the liver. During preparation, it was noted that the package was contaminated. Both the package seal and the sterility of the device were compromised. The device did not enter the patient's body and the procedure was completed with a different device. No complications were reported and the patient was stable post procedure.